Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 02g23-25, that has a similar product distributed in the us, list number 04p54-25.

Event description:
The customer observed a false nonreactive architect hbsag qualitative ii confirmatory result for one patient. The following data was provided: initial hbsag result, on (B)(6) 2020, was 15.35 s/co, repeats, on (B)(6) 2020, were 1.75 and 1.86 s/co. The sample was tested with the hbsag qualitative ii confirmatory assay and the results were c2 was 0.17 s/co and c1 was 0.18 s/co, which is negative, or not confirmed. The sample was then tested twice more, and the results were c2 was 1.60 s/co, c1 was 0.17 s/co, % neutralization was 100.57; repeat was c2 was 1.45 s/co and c1 was 0.17 s/co, %neutralization was 100.43, which are both positive, or confirmed. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation was performed for false nonreactive architect hbsag qualitative ii confirmatory results, which included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. In-house testing was not completed as the lot had expired. Review of statistical process control (spc) chart for list number 02g23-25 identified that the performance for lot number 11364fn00 was within control limits and is comparable with other lots indicating the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Per product labeling, if the architect hbsag qualitative ii confirmatory results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute and chronic infection. In this case, sample integrity issues at the time of testing could have contributed to the customer¿s observation. Details around reagent and specimen handling are outlined in the product package insert. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect hbsag qualitative ii confirmatory, lot number 11364fn00 was identified.